Event description:
A customer reported to baxter (B)(4) of an administration set that was found to have a small hole in the wall of the tubing allowing air to enter the system. The dehp free solution administration set with injection site is used to "wash back" patient's blood. This is done by connecting saline in a 500ml bag to the start of the blood line. Then as the saline is infused into the lines the blood is returned to the patient. As the saline was being infused into the line it was noted that air was being drawn in. The wash back was paused and another line was used to complete the wash back. The machine is fitted with an air detector designed to detect micro bubbles of air and so will clamp off the lines on detection preventing harm to the patient. A patient was involved but no injury incurred. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Correction: only one sample was available at the plant for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: two samples were available at the plant for evaluation. The reported problem was confirmed. Visual inspection revealed a small cut in the tube on both sets approximately 2.2cm below the y. Further investigations performed together with the production engineer revealed that the cut of both sets was similar and exactly in the same location and a possible root cause may be attributed to the machine grippers which grip the tube and insert it into the y. No repairs were needed as this was a single use only device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.